Manufacturer narrative:
Evaluation summary: upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Lead revision was performed due to an increase of capture threshold and exit block. The lead was explanted and replaced. The patient is in stable condition.